Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: only the main coil was returned for analysis. Visual and microscope inspections were performed. It was observed that the main coil was bent, stretched and detached at the coil arm section. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified with the device.

Event description:
Reportable based on device analysis completed on 25jun2025. It was reported that coil was unable to advance and was stretched. A 12mm x 20cm interlock-35 was selected for portal vein embolization (pve) procedure. During the procedure, the coil was difficult to deliver and became stretched when half of the coil was released. The coil was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event. However, device analysis revealed detached at the coil arm section.